Manufacturer narrative:
(B)(4). Event site name: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) seal no. 2 remained in the charging device during charging and could not be used.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 06/17/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The seal was observed in the loading device body. The white plunger was not depressed. An investigation was conducted on 06/19/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device. The blue safety lock was off and the white plunger was not depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement. Based on the photographic evaluation as well as the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000466176 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.